Event description:
The customer reported that during a hysterectomy, the instrument jaws would no longer open. The surgeon opened another ls1037 to seal vessels and cut the instrument out. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). A visual inspection of the incident device revealed tissue in-between the jaws. When latch closed, the jaws aligned properly to each other. Tests for resistance, jaw gap and jaw splay were within the allowed range. The device was tested on simulated tissue for proper activation and knife function with acceptable results. Covidien lp (formerly valleylab) provides an online bulletin to inform customers how to avoid tissue buildup that can lead to sticking. This bulletin reiterates info provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.